Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately nine months post implant of an ivc filter, during workup for a scheduled ivc filter retrieval, the patient was diagnosed with ventricular tachycardia. Imaging demonstrated a detached filter limb in the right atrium of the heart. Reportedly, the filter was tilted approximately 30-40 degrees. Attempts to retrieve the ivc filter were unsuccessful as the filter was embedded in the wall of the cava. The following day, in another retrieval attempt, the filter was successfully removed. An attempt was made to retrieve the detached limb; however, this was unsuccessful due to the difficult position within the heart. Current patient condition is unknown.